Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being discharged on postoperative day 29. No additional investigation of this reported adverse event/incident is planned. Endologix will continue to monitor this and similar adverse events/incidents h3 other text : device is unavailable for return.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal on (B)(6) 2020. It is considered that the junction between the afx2 bsg and the afx vela suprarenal was positioned within the aneurysm sac at the time of implantation. During postoperative follow-up, progressive enlargement of the aneurysm sac was observed, with measurements increasing from 51 mm at 1 week post treatment to 59 mm at 4 years, 63 mm at 5 years, and 68 mm at 5.5 years. The patient was transported to the hospital for emergent care of an aneurysm rupture. Computed tomography imaging demonstrated a gap between the afx2 bsg and afx vela suprarenal causing a type iiia endoleak, along with findings consistent with rupture. An open aaa repair was performed on an unknown date, during which separation was confirmed intraoperatively. Complete explant of the stent graft was not feasible; therefore, the device was partially resected, and the remaining portion was anastomosed to a prosthetic vascular graft. The aneurysm sac, including the identified leak site, was fully replaced. The patient¿s postoperative course improved, and the patient was discharged on postoperative day 29.